Event description:
The iol was explanted when the haptic broke off after implantation.

Manufacturer narrative:
Dr believes the iol was loaded incorrectly and was damaged when loading into the injector since the other haptic was alright. He also mentioned, he has not been using iols for a long time. The incision wound was slightly enlarged to remove the iol.